Event description:
This lead was returned without oos documentation from biotronik rep dave thomas. Per dave thomas, this lead became dislodged multiple times during implant. One day post-implant, this lead was discovered to be dislodged again. The physician attempted to reposition again, and the lead would not stay fixed. An arox 45-jbp was used instead.